Event description:
The customer reported that the insulin pump alarmed and squirted out insulin during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose motor support disk.